Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that in monosyn 4/0 dsmp19 there were two needles instead of one. The loose needle flew into the face (near the eye) of the scrub nurse when she pulled it out at the operating table. Additional patient information: male. However, according to the information received, patient information is irrelevant, as the scrub nurse was confronted with the product defect, not the patient. There was one extra needle in the packaging, which then lightly flew toward the nurse's face. The nurse is doing well. Nothing happened and there was no harm to the patient. There were also no consequences for the patient in the operating room.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There were 180 units in our stock that were blocked and 1 box (36 units) was received for analysis. We have received from customer 28 closed samples and 1 open sample with only an empty racepack support for analysis. All closed samples are compliant, the needle is attached to the thread, and we have not found any extra needle in any package. To evaluate the conformity of these units, we performed the following test: needle attachment strength results conducted on all closed samples received are 1.27 kgf in average and 0.74 kgf in minimum and fulfil the european pharmacopoeia (ep) requirements: 0.46 kgf in average and 0.23 kgf in minimum. Additionally, we have received 36 closed samples from stock for analysis. We have opened all samples, and also all are compliant: the needle is attached to the thread, and we have not found any extra needle in any package. To evaluate the conformity of these units from stock, we also performed the following test: needle attachment strength results conducted on all closed samples received from stock are 1.07 kgf in average and 0.68 kgf in minimum and fulfil the european pharmacopoeia (ep) requirements: 0.46 kgf in average and 0.23 kgf in minimum. These values are in the usual range for this thread and size. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received from customer and from stock comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.